Manufacturer narrative:
Reliability analysis evaluated one opened/used reservoir. Performed visual inspection, and septum is missing from the snap-cap.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's trainer reported via phone call of customer's reservoir leaking and getting into the reservoir chamber. The trainer states that about &#63497;nch of insulin was sitting in the chamber. The customer's blood glucose level at the time of incident was unknown. Troubleshoot was conducted. The device was found to pass the self-test. The customer was advised to change infusion set and reservoir. The customer was advised to monitor the device and call back if issues persist.